Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum patient was hydrated after 10.16 coronary angiogram and was to be infused with an indwelling needle, blood returned to the from the isolation plug during the puncture of the indwelling needle causing the patient to need to have the needle re-retained, to be replaced with a new needle to be re-retained.

Manufacturer narrative:
1. The customer does not return samples and photos. 2. Production record check (lot#4081456): 1) this batch of products will be assembled in jingma automatic line 2 in april 2024, and packaged in r240 packaging line and cfs packaging line in april 2024, with a work order quantity of (B)(4) pieces. 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications. 3) (B)(4) of leakage test in process testing and (B)(4) of leakage test in shipment testing, the test results are in line with product standards. 4) in the production process, there is no non-conformity, deviation or rework behavior. 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) (B)(4) of the batch of retained samples were taken for related tests: 800mm simulated clinical leakage test. The test passed, no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation. Conclusion: no abnormality was found in the production process, and the test results were in line with the requirements of the product specification. The customer did not return samples and photos, in response to this defect, the factory has initiated CAPA to trace and investigate the root cause.

Event description:
No additional information is available.